Event description:
Medtronic neurostimulator for chronic back pain implanted (B)(6) 2011, after external trial at (B)(6), by dr (B)(6). This implant was to replace an earlier neurostimulator after it's battery failed after approximately 6 years. The new scs was expected to last longer than the first, because it was able to be recharged through the skin and the leads were placed higher up in the spine (thoracic) to give better pain control, as the first scs did not ever control my lumbar or si joint pain. This second implant appeared to work for about a week, i.e. Controlled leg and low back pain, then pain control lessened quickly thereafter. In addition to lack of pain control, when the device was on, I had cramping in the posterior thoracic area and diaphragm, making breathing difficult and painful. This undesirable side effect was felt in 5 of the 6 channels/modes, the 6th channel gave a tingling for a small segment of my legs, but wasn't the location of pain and also caused bilateral leg weakness. I followed post-operative directions to the letter and did not do anything apparent that could have caused this malfunction.